Event description:
This report summarizes 1 malfunction event where a midwest® rhino® xp single speed air motor (4-hole connection) handpiece overheated. 1 event resulted in no injury.

Manufacturer narrative:
1 of 1 devices were returned for evaluation. Evaluation of one device found it to be within specification. This event is being submitted as part of vmsr. Only one event was received for this device during this quarter.

Manufacturer narrative:
This follow up report provides the requested update to add vmsr to the exemption/variance number field.